Event description:
It was reported that during a factory reset and infusion set step, the ilet displayed repeated ¿unable to proceed, restart¿ alerts when attempting to rewind, consistent with an alert for consecutive motor stalls and a failure to infuse, and the device was replaced; the implicated component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a component-level motor issue associated with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.